Manufacturer narrative:
It was reported that the patient experienced a skin irritation while using the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: known medical/dermatologic conditions, age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older), and improper application technique. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported that on (B)(6) 2025, the patient was experiencing redness and a burning sensation from electrode - patch - universal 2 channel. The patient sought medical attention and was prescribed triamcinolone acetonide cream. The patient also self-treated with benadryl. Alternative electrodes were ordered. The skin was not properly prepped on day one, the nurse did not clean the area prior to placing. The patient's symptoms did improve. No additional information was provided.